Event description:
User reported the left wheel of their device "grabs back" and then moves forward so that the left wheel is turning the chair unexpectedly and without their input. User states this has been happening for 2-3 days, and occurs each time they uses the product. User further stated their wheel assembly is fully seated and the spider assembly is not touching the wheel spokes. User reported they were not injured or stranded as a result of this event.